Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck. The reported event of a missing sensor wire was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient stated that upon set up of a new sensor session, they did not see the sensor wire. Patient attempted sensor insertion into arm. At the time of contact, the patient did not report any injury or medical intervention.